Manufacturer narrative:
The investigation of access site bleeding and arrythmia has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding issue was most likely use related as lengthy cut down/anastamosis due to bleeding was observed. As the necessary information was not provided, the root cause of the arrythmia was not determined.

Manufacturer narrative:
B2 outcome revised to reflect the additional information received from the clinical site to include death and date of death. B5 revised to reflect the additional information received from the clinical site. D6b explant date added. H1 type of report revised to reflect the additional information received from the clinical site. H6 revised to reflect the additional information received from the clinical site to include death.

Event description:
Additional information received that the patient remained on the 5.5 pump for 69 hours until the decision was made to withdraw care and the patient expired. It is unknown if the use of the impella was related to patient death, thus there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had care being escalated from a impella cp to the 5.5 pump. The 5.5 pump placement took time and bleeding occurred at the site. The bleeding prompted the team to reduce/reverse the anticoagulation. Additionally, during the delayed and long pump placement the team observed arrhythmias. The patient remained stable and on support.